Manufacturer narrative:
Analysis revealed an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that when the representative loaded a disc into the machine when setting up for a case, the exams were inverted and had a giant block. The scanner mask settings were updated and reloaded the patient exam and the issue was resolved.